Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the trocar was used as working port for the surgery. During the midway of the surgery, surgeon found a black piece of rubber foreign object within patient abdominal. The foreign object was successfully retrieved and examined. It was then found to be part of the trocar valve. The rubber piece was cross matched with the valve and found to be incomplete. Surgeon concluded there is no further foreign object remaining in patient's body and carried on the surgery. The captioned trocar was returned, with rubber piece stored in separated bottle for analysis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) date sent: 11/10/2016. Batch # (B)(4). The analysis results found that the b12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned inside a bag. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.